Event description:
It was reported that the stim turns on even though device is supposed to be turned off. This occurred periodically, the first occurrence was once in 2012, and again most recently happened again last week. It was reported to suddenly turn on when the patient was moving or bending over. It was unclear if other movements or actions would cause this. The device could not be turned off. It was noted that this was ¿driving her crazy¿ / causing arm pain. The device was implanted at the patient¿s waistline and was "getting hung up on things." No outcome was reported regarding the device turning on. Additional information could not be obtained at the time of the report. Should additional information be received a supplemental report will be filed.

Manufacturer narrative:
(B)(4).

Event description:
Additional information reported that her stimulation turned on. The patient met with a manufacturer representative who was going to turn stimulation off and delete all the programs. The day of this report she bent over and started feeling stimulation in her arms. It was noted that the patient was not by any magnets when stimulation came on. It was further noted that the patient didn't have a patient programmer (pp) as she had lost it. Stimulation had been turned on in 2005 and then it tripped&#63503;on like it did the day of this report in 2012. The healthcare provider (hcp) had to use their device to turn the stimulation off. The device had not been removed yet and it was in her upper abdomen. They were waiting on &#62927;work comp to approve the removal. She had lost a lot of weight so the device rolled around in there. Every time she would walk through (B)(6) she would get zapped. The patient didn&#62752;want the pp to be replaced. Additional information received then reported that the patient wanted a replacement pp. She wanted this to turn the device off since it had &#62738;tripped on. It was noted that in 2012 the patient had been unable to turn the stimulation off with her pp. The patient had gone to a pain center where they were able to turn it off. The stimulator went off again in the beginning of (B)(6) 2014 and that's when it was turned off and all programs were deleted and the ins was deactivated. Whenever she would sit and lay back in her chair her heart beats and her arms would buzz. It was thought that the implant was short circuiting because the leads were on the right side of the spine. Follow-up was performed to determine if any troubleshooting had been done, if a cause of the event had been determined, if any intervention occurred, and how the patient was doing. This event will be updated if additional information is received.

Event description:
Additional review found that previously reported information stating "information in previously reported description of event pertaining to the device tripping on in 2012 no longer applies to this event as it is now considered a separate event. See report #3004209178-2014-22291," was incorrectly sent.

Manufacturer narrative:
Concomitant medical products: product ID: 748966, serial# (B)(4), implanted: (B)(6), 2004, product type: extension. Product ID: 7434a, serial# (B)(4), implanted: (B)(6), 2004, product type: programmer, patient. Product ID: 3888-33, lot# j0444008v, implanted: (B)(6), 2004, product type: lead. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Information in previously reported pertaining to the device tripping on in 2012 and the device rolling around due to weight loss no longer applies to this event as they are now considered separate events. See report #3004209178-2014-22291 and #3004209178-2014-22290.